Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material/liquid from the device, but the type of the material/liquid or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the subject device had a foreign matter inside the nozzle, and an unknown liquid was dripping from the light guide bundle. There was no patient involvement.